Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth devices due to the patient's concern with the product. Device remains implanted.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs a device appears to be intact, it has clear fluids inside. Labeled as rigth side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b5 d7 h6.

Event description:
Device has been explanted